Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Event date: unknown as information was not provided. Unknown as information was not provided. Catalog # unknown as information was not provided but referred to as a cook günther tulip filter. Lot # unknown as information was not provided. Expiration date unknown as lot# is unknown. MFR date: unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to complainant: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2009, at (B)(6) hospital. The filter implanted in [pt] subsequently migrated." Patient outcome: requested but not provided.

Manufacturer narrative:
(B)(4). Summary of investigational findings: no imaging provided and patient's medical record is unknown at this time. Therefore, it is not possible to comment on the tulip filter, which subsequently migrated. Also, it is unknown, after how long the filter migrated. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm). However, manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Rpn and lot# are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2009, at (B)(6) hospital. The filter implanted in [pt] subsequently migrated". Patient outcome: requested but not provided.